Event description:
This spontaneous report (B)(4) from the (B)(6) was reported by a female (unspecified age) consumer who experienced major nose bleeds coincident with simply saline (simply saline unspecified). The consumer's medical history and concomitant medication were not reported. On an unspecified date, the consumer initiated the simply saline (simply saline unspecified) spray (lot no: ht134956). On an unspecified date a couple of months ago, she experienced major nose bleeds. Later, she realized it happened right after using the spray. She visited an ear, nose, and throat (ent) specialist, who mentioned that they had other patients having the same issue. For a week, she stopped using simply saline (simply saline unspecified), but again decided to try again after spending the day in very dusty conditions. She used it twice in the evening and the morning, but in the morning, she ended up with a nose bleed that would not stop. For 2 hours, she tried everything and went to the emergency room (ER). The consumer confirmed that she had been using the product for years and did not have a history of nosebleeds. The consumer experience did not involve a death or represent potential serious harm to public health. A lot code search was generated for ade review; no similar ade complaints for this product lot code were reported. The action taken with simply saline (simply saline unspecified) was withdrawn. The outcome of the event major nose bleeds was recovered.